Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging the white pulse wire connector pin within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
During an investigation into an unrelated issue, a reportable problem was found. Monitor sn (B)(4) was unable to complete incoming functionality testing.